Event description:
The customer had an issue with questionable results for 2 samples tested in microcups that occurred (B)(6) 2015. The samples were repeated using sample cups and those results were believed to be correct. Of the data provided for two patient samples, only the results for one patient sample were discrepant and reported outside the laboratory. The initial total bilirubin result was 0.98 mg/dl which was reported out. The repeat result was 15.2 mg/dl which was believed to be correct. The patient was not adversely affected. The total bilirubin reagent lot number was 60678901 with an expiration date of 05/31/2016. The field service representative found the tip of the sample probe was damaged and bent. He replaced the sample probe and performed analyzer checks and precision testing.

Manufacturer narrative:
A specific root cause could not be identified. The issues found by the field service representative were the likely cause. However, it was noted the customer was not using the recommended sample tube rack adapters which might have allowed the microcup in a 13 mm tube to shift and cause sample aspiration issues.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.